Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the evaluation is still in progress and has not been completed. The scope was sent to an independent laboratory for microbial testing and ethylene oxide (eto) sterilization. In addition, an olympus endoscopy support specialist (ess) visited the user facility and provided a reprocessing training on (B)(6) 2017. The ess observed the reprocessing staff performing the manual brushing steps out of order as to what is stated on the reprocessing manual. In addition, the reprocessing staff was found conducting the same cleaning steps for both the tjf-160 series and tjf-180 series; which the ess corrected and addressed. The user facility also stated that no changes will be made to facility's reprocessing practice as it is difficult for the staff to separate the cleaning steps by scope type. The ess also made a recommendation for the reprocessing staff to use olympus cleaning brushes as the facility currently uses non-olympus cleaning brushes. The ess also provided product information, the tjf reprocessing check list, and videos to address the reprocessing deviations. This report will be supplemented upon the completion of the device evaluation.

Event description:
Olympus was informed that after reprocessing the scope, the scope¿s culture tested positive for cocci. It was later reported that the scope was used in an unspecified procedure after the scope¿s culture came back positive. In addition, the user facility reported that the growth was insignificant and why the scope was used in a patient procedure. There are no reported patient infections. Olympus was further informed that the scope was reprocessed using a non olympus automated endoscope reprocessor (aer) machine. No problems noted with the aer machine. No changes with the reprocessing staff since the last olympus endoscopy support specialist (ess) in-service.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, and the device evaluation findings. The scope was sent to an independent laboratory for microbial testing. The scope did not test positive for cocci; however, the instrument/suction channel tested positive for bacillus. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation. Olympus performed a visual inspection on the scope and found no signs of foreign material inside the biopsy channel, biopsy port, suction port, elevator forceps raiser, insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens, and objective lens. The scope passed leak testing. Based on the independent laboratory results and previously reported olympus endoscopy support specialist (ess) findings, improper reprocessing of the scope could not be ruled out as a contributing factor to the reported positive scope culture. The reprocessing manual for use provides several warning statements in an effort to prevent cross contamination. ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. All channels of the endoscope, including the elevator wire channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿

Manufacturer narrative:
This supplemental report is being submitted to correct the device product code from feb to fdt.